Manufacturer narrative:
Product ID 377645, lot# v002451, implanted: 2006 (B)(6); product type lead product ID 377645, lot# v002451, implanted: 2006 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3887-33, lot# j0343933v, implanted: 2003 (B)(6); product type lead product ID 3888-33, lot# j0340513v, implanted: 2003 (B)(6); product type lead product ID 3708360, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3708360, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 37711, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2012 (B)(6) ; product type implantable neurostimulator. (B)(4).

Event description:
It was reported that there was a shocking or jolting sensation. In 2008, the patient had a biopsy for breast cancer and felt like she was ¿being electrocuted¿ during the procedure. Stimulation was on during the procedure and was unsure if electro cautery was used or not. Patient had had MRI¿s in the past due to breast cancer. Additional information requested but had not been received as of the date of this report.